Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown drug. It was reported the representative was notified on (B)(6) 2017 regarding a patient who the clinic inherited with a history of reservoir volume discrepancies. At the last refill, they heard and felt a ¿popping noise¿ while refilling the pump. The representative had no other details about the discrepancies, if patient was reaching efficacy, etc. The representative was called by the hcp to be at the catheter dye/roller study that was being conducted on (B)(6) 2017. The representative would confer with the hcp about the popping noise. The representative had no details on the patient¿s historical refill information. It was unknown when the patient first started experiencing the volume discrepancies. It was unknown what the popping noise while refilling the pump was. The catheter dye study and roller study performed on (B)(6) 2017, were both considered normal by the physician. The patient stated their pain was not as well controlled now. The cause of the volume discrepancies was unknown.